Manufacturer narrative:
B5: medication was used. Lens was removed. (B)(4).

Manufacturer narrative:
Additional informaton: b5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, glare/halos, blurred vision, and headaches. Cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
D4 (expiration date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, a possible lens exchange may be planned. If any additional information is received, a supplemental medwatch report will be submitted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.